Event description:
Customer reported that t: slim x2 pump battery would not charge, leading to a pump shutdown and inability to turn the pump back on. Battery jump was also mentioned. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts informed the customer that insulin on board and max hourly bolus are reset to zero and cgm sessions need manual restarting whenever the pump turns off or is reset. The customer was advised to monitor the situation and call back if the issue persists.